Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The system has been implanted less than one month. The doctor reviewed x-rays of the system. Later, there were more inappropriate shocks. The system was programmed off and explanted. A trans-venous system was successfully implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The system has been implanted less than one month. The doctor reviewed x-rays of the system. Later, there were more inappropriate shocks. The system was programmed off and explanted. A trans-venous system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.